Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware ventricular assist system ¿ battery : battery / serial #(B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 02/28/2017, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 02/28/2016, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was changing the battery, power switching occurred and lead to a complete loss of power and quick pump stop. The patient stated that after the battery was disconnected, the controller alarmed and turned off as it went black while still connect to the other battery. After connection of the new battery, the controller returned to its main function. The battery was replaced, and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller and battery were not returned for evaluation. Auto logs report revealed one controller power-up and associated pump start event was logged on the controller on (B)(6) 2018, indicating a loss of power to the controller. As a result, the reported event of a controller loss of power could be confirmed. Log files were not available for analysis. The power switching event, however, could not be confirmed without data log files. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery, serial # (B)(4), device evaluated by MFR: yes. FDA method code(s): 4114. FDA results code(s): 3221. FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Supplemental report will be issued.